Event description:
Customer contacted saalt on (B)(6) 2023 to explain that the stem of their cup broke off after pulling on it to remove their cup. They claimed they were unable to remove their cup on their own and chose to seek medical care. Saalt followed up asking for details about their cup including the lot number and saalt order number. Saalt also requested their full name, address, date of birth, phone number, and more information about the incident. The customer responded on (B)(6) 2023 and stated they knew they should not pull on the stem of their cup, but did so anyway. After the stem broke off they attempted to remove the cup for three days, and decided to have medical assistance to remove the cup. They claimed they watched videos on cup removal, but that they didn't help her. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. The customer knowingly repeatedly pulled on the stem even though they knew they should not. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention.the customer provided photos of the packaging, but did not provide any contact information. . Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.